Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that the battery compartment was cracked/damaged and the pump contained moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: during investigation, visible moisture corrosion was found in the battery compartment. A crack in the battery compartment was found on the left side of the grip pad, and below the grip pad. A leak test was performed and failed due to the crack in the battery compartment. The pump was opened to find no moisture. The pump was unable to power on due to heavy corrosion in the battery compartment.